Event description:
Situation ¿ carpediem system will run the ordered treatment time. Background ¿ the screen of a carpediem machine suddenly turned blank at around [time redacted] as witnessed by bedside nurse. Assessment ¿ carpediem machine's screen turned blank by itself with out any user interference. Resolution ¿ called carpediem tech support and carpediem representative mentioned she will create a ticket to send out a technician to service carpediem machine. On [date redacted], service completed by vendor, confirmed reported issue with the screen. Installed a new display to address the blank screen. This unit passed all testing per manufacturer specifications.